Event description:
It was reported that the right atrial lead had dislodged and the helix would not retract during the attempt to revise the lead. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis was normal, no anomaly was found.